Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated they experienced high blood glucose. Customer's current blood glucose was 14 mmol/l. Customer declined troubleshooting for high blood glucose. The customer was advised best practices for handling insulin for reservoir fill technique. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.